Manufacturer narrative:
(B)(4). G2: foreign ¿ india. Physical and technical evaluation was performed by a field service engineer (fse) on jan 11, 2026, for the reported issue. The fse confirmed the ft sensor cable was broken inside the sensor. The fse replaced the ft sensor and cable, resolving the issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to being released to the customer. A definitive root cause for the cable wrapping and being damaged cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during the 6-point registration process the arm was rotating and it twisted the force sensor cable in a way that bent the pins in the cable¿s adapter. Patient was not involved in anyway and we proceeded with the procedure with another rosa unit. And the fse was informed immediately. No additional information available for the reported event.